Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. Failure analysis was able to replicate and confirm the reported complaint. The vessel sealer extend instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grip tips would move in the opposite direction of the mtm input commands. The root cause of this failure was typically attributed to mishandling or misuse. Additional observation, which was related to the primary failure: the vessel sealer extend instrument was found to have a dislodged main tube. It was found that the main tube could be rolled past the hard stop in the roll gear (roll gear tabs) with little resistance, in both roll directions. This indicated that the roll gear tabs that mate with the main tube and provide a hard stop were damaged. Since the hard stop was damaged, the main tube rotated independently of the roll gear, causing miscalibration between the mtm and tube, and creating non-intuitive movement of the distal tip. The root cause of this failure was typically attributed to mishandling or misuse. The vessel sealer extend instrument was found to have failed the engagement test based on log review. The root cause of this failure was not determined.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument arm drape that was used with the vessel sealer extend instrument. Failure analysis did not replicate nor confirm the customer reported complaint. No physical damage observed on the drape during visual inspection. The drape was tested with an in-house instrument. The instrument moved intuitively with full range of motion in all directions. The test instrument passed recognition and engagement tests and the grips opened and closed properly.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the vessel sealer extend (vse) instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the vessel sealer extend (vse) instrument moved with unintuitive motion (not following the surgeon¿s movement). Unintuitive motion could lead to poor instrument control and subsequent tissue damage. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the vessel sealer extend (vse) instrument did not move properly. The instrument moved in the opposite direction left and right, up and down of the operator¿s intention. It was further reported that the was no improvement even after reseating the instrument on universal surgical manipulator (usm) 4. The intuitive surgical, inc. (Isi) technical support engineer (tse) the tse reviewed the error logs and found error 22020 pointing to engagement failure of the vse instrument. The tse advised the customer to reseat sterile adapter (sa) to resolve the issue. A backup instrument of the same kind was used to complete the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument moved in opposite directions. It was not known if there was any external collision, shakiness, or friction. It was not known if the issue could be resolved by reseating the sterile adapter (sa). There was no injury to the patient as a result of the event.